Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID 3889-28, lot# v515942, implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient had their therapy revised several times in the last couple of years. It was stated at the initial implant the healthcare provider placed the patient¿s lead on the left side and that did not offer any relief of the patient¿s bladder symptoms. It was noted the healthcare provider moved the lead to the other side which solved the problem. It was unknown whether a new lead was used and the patient was unsure of the date of the event. It was later reported the patient was still having concerns regarding their device or therapy but were working with their doctor or manufacturer representative. It was noted the patient had an appointment scheduled for (B)(6) 2013.